Event description:
It was reported that prior to a breast tissue marker placement procedure, a small dust was allegedly found inside the device packaging. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2024-00287 was a duplicate record and was opened in error. The event details are being captured under complaint file #9690147 and was reported to the FDA under MFR rpt# 2020394-2024-00312. H10: d4 (expiration date: 09/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a breast tissue marker placement procedure, a small dust was allegedly found inside the device packaging. There was no patient contact.